Event description:
Consumer complaint of blood results reading "hi". Customer states he has no symptoms at this time, but does not feel good, has physical discomfort. Unable to troubleshoot meter at this time or request further information as customer does not feel good. She is going to the hospital now, she stated she had episode like this one with no symptoms and her levels were extremely high once checked at the hospital. She was requesting a co worker to drive her to the hospital. Customer was contacted the next day. She states she is feeling physically fine today. She went to the hospital yesterday and upon arrival her glucose level was 745mg/dl. She was treated with medication to lower glucose levels, and states that she refused to be admitted.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had high glucose level.